Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer stated that the insulin pump was not administering the insulin. Customer experiencing the symptoms related to the high blood glucose was difficulty in breathing and thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated with the manual injection. Customer does not allege pump was under delivering. The pump will not be returned for analysis.